Event description:
Patient had dignicare rectal tube in place, nurse and staff were giving patient bath and changing linens and noticed the green inflate line was disconnected from the rectal tube. Tried to reinsert inflate connector to withdraw water from balloon. Rectal tube was disconnected.